Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was making load noise while pumping. There was no harm or injury to the patient and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp. Upon inspection of the unit, the stm discovered that the real problem was that a blood back had occurred, which the customer failed to mention in the initial report. The stm opened the unit and found that the blood passed through the pneumatic module and reached the reservoir and the tubing. The stm replaced the reservoir pressure-vacuum, pnuematic fitting, tubing and pnuematic module assembly to resolve the issue. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was making load noise while pumping. There was no harm or injury to the patient and no adverse event reported.